Event description:
The patient was implanted with the alto stent graft system to treat an abdominal aortic aneurysm (aaa). It was noted that during the preparation of the device unusual force was needed to flush sheath flush port and it is unknown if saline exited the sheath. The alto delivery system was however, advanced without issue through the calcified right common iliac artery (rcia) and the physician elected to implant the stent in a crossed (ballerina) configuration due to the anatomy. A lunderquist (non-endologix) wire was used to straighten out the anatomy. The polymer was injected and it advanced through the ipsilateral leg, the sealing rings and into part of the polymer channel on the contralateral part of the main body trunk but it stopped advancing just before the contralateral limb although no kinking was observed. Several trouble shooting maneuvers were attempted to help resolve this issue without success and the decision was made to convert to an aorto-uni-iliac and fem to fem bypass. The delivery system was removed and another attempt to do a cross over was successfully performed using a contra2 (non-endologix) catheter. Although the catheter was able to be advanced from the contralateral side, no contrast or wire could be advanced through. The physician ballooned using a 7x40 balloon and a 12x 40 balloon (both non-endologix) without success to cannulate the contralateral side. It appeared that the contralateral limb was closed at its origin and only a small passage for the cross over lumen was open. The physicians used a medtronic endurant (non-endologix) aorto-uni-iliac stent and fem to fem bypass to complete the procedure. The patient was reported as doing well and was discharged. The delivery system is available for return/evaluation.

Manufacturer narrative:
The stent graft involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device is enroute.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the stent graft could not be completed because it remains implanted. Evaluation of the delivery system was completed. Endologix received one (1) alto delivery system for an evaluation. The device was shipped within the original product box, within the sterile pouch (opened) within a biohazard bag. The box was flattened during shipping. The stent graft was not returned as it was implanted in the patient. The sheath was not returned. There was blood residue present on the device and on the sterile pouch. The middle section of the hypo tube had several kinks. A visual and limited functional analysis were performed. Upon initial visual inspection the hypotube is severely kinked in multiple locations along its length, most likely due to the condition of how the device was shipped. There is a kink in the guide wire lumen and oval fill tube just proximal to the proximal lumen spacer. The bond between the proximal lumen spacer and hypo tube is compromised. The remainder of the device appears unremarkable. Unable to confirm complaint of difficult to flush as the device catheter was not returned. Polymer is present at the distal end polymer fill line. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the no fill of the contralateral limb and unable to cannulate contralateral limb are confirmed. The unable to flush sheath port is unconfirmed. The conversion to aorto-uni-iliac is confirmed. The femoral-to-femoral bypass is unconfirmed. This is moderately consistent with the reported adverse event/incident. There was no twisting of the aortic body seen. There was no imaging evidence of the fem-fem bypass. Device, user, procedure or anatomy relatedness of this complaint could not be determined. Procedure related harms for this complaint could not be determined. The final patient status was reported as doing well and discharged to home. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents.